Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient had altis sling for stress incontinence under local anesthesia. On follow up at 6 weeks she was diagnosed with tape exposure in the vagina. She returned to theatre on (B)(6) 2014 and had the tape covered by vagina. She returned on (B)(6) 2016 with recurrence of a small central tape exposure in the vagina. A wait and see plan was agreed. Patient relocated to another area where she had the exposed tape excised in clinic.